Manufacturer narrative:
According to the facility, on (B)(6) 2026, when boosting/lifting patient with lift, a sound of disconnected vent tubing was heard but no disconnections could be visualized in tubing, and vent showed 0ml volumes. After searching for 20 seconds, patient was disconnected from tubing and clinician started bagging the patient. Rt called to bedside and could also not find any disconnections, so he hooked tubing back up to patient to test it and experienced loss of volumes and the sound of disconnection again. Rt disconnected again and they continued to bag while examining. Upon further inspection, he found the distal part of the flow sensor tubing had lost its rigidity and come apart. They replaced the tubing and hooked it all back up. The clinician is confident the tubing was not stuck on anything. Per the qa, this sku does not have a sensor. Multiple attempts have been made to contact facility for more information with no success. No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on (B)(6) 2026, when boosting/lifting patient with lift, a sound of disconnected vent tubing was heard but no disconnections could be visualized in tubing, and vent showed 0ml volumes. After searching for 20 seconds, patient was disconnected from tubing and clinician started bagging the patient. Rt called to bedside and could also not find any disconnections, so he hooked tubing back up to patient to test it and experienced loss of volumes and the sound of disconnection again. Rt disconnected again and they continued to bag while examining. Upon further inspection, he found the distal part of the flow sensor tubing had lost its rigidity and come apart. They replaced the tubing and hooked it all back up. The clinician is confident the tubing was not stuck on anything. Per the qa, this sku does not have a sensor. Multiple attempts have been made to contact facility for more information with no success.